Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had high blood glucose readings during the previous week. Customer realized the issue when they were removing the infusion set and saw that the cannula was bent. Customer stated there are absences of a no delivery alarm on the insulin pump. Customer has recently moved and does not know where their equipment is located. Customer was advised that they will be contacted and assisted with the high pressure test by a representative.